Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head failed its e-field immunity test and that its cable had a twisted area and that when the cable was moved near this twisted area it caused the programmer to shut off. The lower case and the cable were replaced to resolve. Concomitant medical products: product ID: (B)(4) software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.